Manufacturer narrative:
According to the customer, the nebulizer is "leaking medication from the tubing" and stops dispensing the medication after "about 2 minutes". The customer reported he has not been able to get the appropriate dose of medication for "about one week". The customer reported he does not know the name of the medication, but he requires it for his "copd" diagnosis. The customer did not report any increase in respiratory symptoms related to the reported issue. The customer reported there was no serious injury, medical intervention, or follow-up care related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer is "leaking medication from the tubing" and stops dispensing the medication after "about 2 minutes".